Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code are: gff, gfa, hsz. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery for a distal humerus fracture that a drill bit broke. Part of the drill bit remained in the patient and the other part was discarded. The surgery was completed successfully with no delay. The patient was stable following the surgery. At this time, there is no plan for a reoperation to remove the fragment. This is report number 1 of 1 for (B)(4).